Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. The patient reported that their pump ran out of drug before the refill date and was alarming. The doctor set the patient's refill date a week or two earlier to prevent this from occurring again. The patient reported it had been a long time since this happened. No symptoms were reported. No further complications were anticipated/reported.